Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, at approximately 6 minutes into the ablation phase, fluid fluctuations were noted and the machine was paused. It was then noted that fluid was observed leaking from the cervix. The doctor immediately removed the sheath from the patient and poured cool saline into the vagina. When the area was examined afterwards, the doctor noted some minor tissue peeling on the cervix as well as some of the skin on the external vaginal introitus appearing red. He classified the burns as being superficial to, at most, a 1st degree. Silvadene cream was applied to the area and the patient was sent home. No pain mediations or antibiotics were prescribed. The patient was scheduled for normal follow up. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated. Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.